Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160; (sn: (B)(6)). The returned ipg was analyzed and the device was undetectable to rc (remote control) and cp (clinician programmer) and it could not be charged. The device was cut opened, and the battery measured 1.627 volts. The battery was replaced by an external power source for further investigation. The device exhibited excessive sleep current leakage (29.8 ma), low vh (high voltage) impedance (235 ohms), and a hot spot on u2 asic (application-specific integrated circuit) (34.1c). With all the available information, boston scientific concludes that the patients data found no charging anomalies and it indicated that the battery depletion rate was within the expected range suggesting the device was damaged during the explant procedure. Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Therefore, the reported event does not present a new or unanticipated failure type or harm.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will be returned.